Manufacturer narrative:
Corrected data: upon further review, it was noted that this device is double pouched. The outer pouch was sealed and had no issues, the sterility was not compromised. Based on this information, this complaint is no longer considered a reportable event. No further information will be provided under this manufacturer report number 2648035-2021-07621. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluated by MFR: the tyvek lid with pouch was discarded and the pouch will not be evaluated, however, the iol device returning for evaluation. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was a punctured hole on the tyvek inner pouch where the daisy wheel with the intraocular lens (iol) is located. It was described as both outer tyvek pouch was sealed together with the white box as they both looked undamaged. The iol product was not damaged in the daisy wheel. The customer comments were that sterility might be compromised therefore did not use the lens. The surgery center discarded the tyvek pouches, however, the iol that was not used will be returned for evaluation. No patient contact. The contact person stated that there is no further information available.